Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event, pt outcome, and explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2 days post-implantation of the lvad, it was reported that the pt expired with t he cause of expiration being congestive heart failure. No post-mortem analysis allowed was noted. No further information is available at this time.